Event description:
Reporter indicated a vns pt was having increased seizures, and that medication was adjusted. A vns battery life estimation performed with nearly complete history yielded approximately -1.31 years remaining, indicating the generator is likely at end of service. All attempts for further info from the reporter have been unsuccessful to date.